Event description:
Approx 2 weeks ago, the pt noticed that her stimulation was intermittent with postural movement. The implantable neurostimulator (ins) did not work when the pt was lying down. The pt had no stimulation most of the time. It was getting progressively worse. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).